Event description:
It was reported that this right ventricular (rv) lead has chronically high shock impedance measurements of approximately 170 ohms. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped (it remains implanted but out of service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note: since the patient's implantable cardioverter defibrillator (ICD) had an estimated battery longevity of two years remaining, a new device was implanted as well. Good faith effort attempts to obtain the model/serial number combination have been unsuccessful thus far. Should this information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead has chronically high shock impedance measurements of approximately 170 ohms. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped (it remains implanted but out of service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note: since the patient's implantable cardioverter defibrillator (ICD) had an estimated battery longevity of two years remaining, a new device was implanted as well.